Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition.

Event description:
During device recertification by a baxter service technician, a colleague infusion pump was found with failure code 810:11 in the pump's event history. The baxter service technician confirmed that this condition was caused by an out of calibration air in line printed circuit board. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is availablethis device is a remediated colleague pump with a user interface module software version of 5.09.90.